Event description:
It was reported that the patient with this pacemaker device had the atrial senses falling into post-ventricular atrial refractory period (pvarp). The sales representative recommended to shorten the pvarp, so that the device can track the atrial sense. Upon further review it was noted that there was failure to capture in the right atrial (ra) lead. It was recommended to have programming options. This device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).